Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was later explanted and was returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.67 v and charge times of 21.5 seconds. The elective replacement indicator (eri) was declared. No adverse patient effects were reported. The device will be explanted and returned for analysis.